Event description:
It was reported that the tandem-provided charging supplies sparked and caught fire. Reportedly, the pump was charging during the event. There was no reported adverse impact. Reportedly, the customer had an alternate charging supplies.